Event description:
Per the clinic, the patient experienced an infection, and non-healing skin and tissue after a baha abutment removal. Subsequently, the implant was explanted on (B)(6) 2026. Reimplantation is planned but had not taken place at the time of this report.